Event description:
The customer reported receiving excessive no delivery alarms on his insulin pump. The customer stated that the alarms occurred each time he primed his infusion set and that this had occurred with three of his infusion sets already. Troubleshooting was performed and the insulin pump failed the high pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.